Event description:
It was reported that, patient was revised for infection, also testing (B)(6). Surgeon state the patient cobalt level were very high and surgeon stated he was concern about an adverse reaction to the rejuvenate construct because of the staph positive, antibiotic spacer were placed.

Manufacturer narrative:
The following other devices were also listed in this report: restoration adm x3 ins 28/48, cat# 1236-2-848, lot# 34022301. Delta v-40 ceramic head 28/0, cat#6570-0-128, lot# 36665503. Trident hemispherical cluster hole shell, cat#502-11-52e, lot# 3689601. Modular dual mobility insert, cat# 626-00-42e, lot#37249201, 6.5 cancellous bone screw 25mm, cat# 2030-6525-1, lot# mkhm6m, 6.5 cancellous bone screw 25mm, cat# 2030-6525-1, lot# mkhrph. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the devices cannot be performed as the revised devices were retained by the hospital and were not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as: MFR# 9616680-2012-00878.